Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high thresholds. The physician tried to retract lead screw to reposition and could not fully retract. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.